Event description:
During a resident transfer out of a tub with a floor lift, while one caregiver was lifting the resident's legs and the other was pulling the device backwards and sling sideways, the momentum of the resident's weight shifted outside of the base. The caregiver's feet was blocking the lift from moving sideways, causing the device to tip over. Caregiver fell down, with the resident and lift on top of her. Resident sustained bruises and scratches on left shoulder, was taken to hospital for observation and released same night. Caregiver had possible broken ribs and fractured sternum and is actually on sick leave.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The technician did not found any faults with the device involved in the incident. Additional information will be provided following the conclusion of the manufacturer's investigation.